Event description:
Healthcare professional reported rupture diagnosed by palpation and ultrasound. Patient's representative reported, "patient started to have pain in breast...the pain was in particular on the left side....a suspected rupture of left side was diagnosed....the left implant was completely destroyed. A mushy mass was removed from left breast. If silicone remains are still there cannot be excluded. The risk related to recalled devices caused physical and psychological stress to patient...and worries for the long time patient held these devices and the rupture of the left implant. " device has been explanted and replaced with a non-allergan device. This record relates to left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture diagnosed by palpation and ultrasound. Patient's representative reported, "patient started to have pain in breast...the pain was in particular on the left side....a suspected rupture of left side was diagnosed....the left implant was completely destroyed. A mushy mass was removed from left breast. If silicone remains are still there cannot be excluded. The risk related to recalled devices caused physical and psychological stress to patient...and worries for the long time patient held these devices and the rupture of the left implant. " device has been explanted and replaced with a non-allergan device. This record relates to left side.